Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. It was not reported if the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Thirty-seven days prior to receipt of this report the patient had passed away at home. It is unknown if the peritonitis resolved prior to death. The pdrn reported pd therapy was discontinued on an unknown date and hemodialysis was started approximately one month prior to death. The patient was not hospitalized prior to death. The cause of death was reported to be end stage renal disease. It was not reported if an autopsy was performed. No additional information is available. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Brand name: the reported product is an unknown baxter transfer set. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).